Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) code. A request was made to have data from this device analyzed. Data analysis indicate the device was depleting as expected and the cause for the error was due to extended magnet application. Technical services (ts) provided steps to take to clear the error. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a battery depletion (bd) code. A request was made to have data from this device analyzed. Data analysis indicate the device was depleting as expected and the cause for the error was due to extended magnet application. Technical services (ts) provided steps to take to clear the error. The device remains in service. No adverse patient effects were reported.